Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a remote follow up, the device exhibited noise from the ventricular lead. The condition of the patient was good. Reprogramming changes were recommended.